Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient has a history of multiple revisions, with the most recent occurring in 2019, due to dislocation and chronic instability. During the revision, inflammatory fluid was encountered as well as infection. The head and liner were explanted with no issues noted. A definitive root cause cannot be determined for the dislocation and instability. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards. Therefore, it is unlikely that the specified device caused any patient infection, and no problem was found with the devices as they were implanted more than 90 days. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
(B)(4). D10: unknown size 40mm cocr head 0 neck. Unknown taperloc. Unknown 56mm cup. Unknown bone cement. Unknown screws. Unknown tn 54/15mm augment. G2: foreign, canada. The customer indicated that the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip revision approximately 1 year post implantation due to dislocation and chronic instability. During the revision, noted inflammatory fluid and infection. The liner and head were exchanged with 3 additional screws added to shell without complications. It was confirmed that no further information could be provided.